Event description:
It was reported that a mini trek balloon dilatation catheter (bdc) broke inside the patient and was successfully snared out of the anatomy. There was a lot of force required to advance and withdraw the device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is unknown due to the part/lot number was not provided.

Manufacturer narrative:
The device was not returned for evaluation. It was reported by the account that a lot of force was required to advance and withdraw the device. It should be noted that the coronary dilatation catheters (cdc), trek and mini trek rx, global, instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulty advancing and removing the device; however, the reported separation appears to be related to user error/operational context. The reported unexpected medical intervention appears to be related to circumstance of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.